Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm and a motor error alarm. Customer's blood glucose was 323 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the motor error alarm recurred at the end of troubleshooting. The customer also reported the insulin pump passed a displacement test and the motor error alarm did not recur after. Troubleshooting was not completed for the no delivery alarm. Customer declined to return the product for analysis.